Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was motor error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the drive support cap was flush. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.